Event description:
The pt was admitted to the hosp on (B)(6) 2014 for acute systolic heart failure. Ultrafiltration was started on (B)(6) 2014 in order to reduce the pt's fluid gain. On (B)(6)2014 it was noticed that the pt's urine color was dark red brown sediment. In addition, it was noticed that the pt's dialysate was clear with a pink tinge. The med team discontinued ultrafiltration on (B)(6)2014 and started the pt on dialysis. The pt required med intervention (dialysis) as a result of this event.